Event description:
It was reported that the right ventricular (rv) lead exhibited oversensed noise from electromagnetic interference. The patient did not receive inappropriate shock during the oversensing. Programming changes were made. The patient was stable.